Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, high capture thresholds were observed on the right ventricular lead. Clavicular crush was suspected but not confirmed. Device reprogramming was performed. The lead was successfully explanted and replaced on (B)(6) 2015 during a device changeout procedure. The patient would continue to be monitored.